Manufacturer narrative:
(B)(4).

Event description:
Philips received a report that a patient sustained blisters (4 cm area) on the middle of the lower back after being examined on an mr system using a sense torso xl coil.